Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two photographs which displayed the top web (label) and bottom web (blister) of two undamaged sealed unit packages from product 22ga bd nexiva closed IV catheter system-dual port, reference number 383532, lot number 1082130. A device history record review showed no non-conformance associated with this issue during the production of this batch. The units are with all components present less the pinch clamp. In addition, the units returned displayed similar condition to that seen in the photographs. The reported issue was confirmed as the pinch clamps are missing. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system the tube clamp was missing. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there was no clamp assembled in the product, which required re-venipuncture."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system the tube clamp was missing. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "there was no clamp assembled in the product, which required re-venipuncture."